Event description:
Patient had revision of artificial urinary sphincter due to patient still having urinary incontinence. During the procedure surgeon found defect in the cuff part of the previous implant. The cuff had a leak causing it not to work appropriately.